Manufacturer narrative:
Device had button error alarmed due to flattened dome switch at down error button on keypad trace. Device received with cracked at corner display window, scratched on display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 49 mg/dl. Customer's daughter was sick and the customer had to wake up in the night to take care of the daughter. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.